Manufacturer narrative:
(B)(6) healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was ordered for replacement to resolve the issue.no report of patient involvement.unique identifier: (B)(6).legal manufacturer:(B)(4).

Event description:
During device testing, a battery failure, which could result in a loss of mechanical ventilation, was found. There was no patient involvement.